Event description:
It was reported to boston scientific corporation in 2008, that a spyglass direct visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) and a cholangioscopy procedure. According to the complainant, "... The probe was being put down by the spy scope and about halfway down the probe lost visualization completely, went black." No pt complications were reported as a result of this event and the pt's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a device analysis cannot be performed and the relationship between the device and the cause of the reported malfunction is undetermined. The april 2008 15-month spyglass direct visualization probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.